Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the patient's blood pressure was unstable. After the valve was deployed, the patient's blood pressure did not return. Percutaneous cardiopulmonary support (pcps), cardiac massage, and medication was administered. After approximately thirty minutes, the pcps was removed. No additional adverse patient effects were reported.